Event description:
It was reported that while setting up for surgery, it was noted that the packaging was torn. It was also reported that the rasp was not used on a pt and the sterile area was not compromised. It was further reported that another rasp was readily available and there were no delays as a result of this event.

Manufacturer narrative:
The device subject to this investigation was returned for evaluation. The manufacturing history records were reviewed, no issues were identified which may have contributed to this event. It was visually confirmed the packaging material was brittle. The label for the device has a symbol indicating "sterile only if package is unopened and undamaged." An alternative packaging material has been implemented to address this issue.